Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 221 previously reported events are included in this follow-up record. Product return status: 64 devices were received. 157 devices were evaluated in the field.

Event description:
This report summarizes 221 malfunction events in which the device had paint chips missing. 221 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 221 events were reported for this quarter. Product return status: 43 devices were received. 129 devices were evaluated in the field. 49 device investigation types have not yet been determined. Event confirmation status: 172 reported events were confirmed. Evaluation results: 172 devices were found to be affected by missing paint chips. Additional information: 221 devices were not labeled for single-use. 221 devices were not reprocessed or reused.

Event description:
This report summarizes 221 malfunction events in which the device had paint chips missing. 218 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.